Event description:
On 11 jan 2008, the distributor reported that during a post-op assessment that occurred sometime, the surgeon noticed that, on the third intervertebral, the rod was coming out of the screw. The construct was not explanted.

Manufacturer narrative:
The device has not been explanted. Device MFR date is unk. Investigation is pending.